Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable troponin t hs stat result for 1 patient tested on a cobas 6000 e 601 module. The initial troponin t hs stat result was 200.3 pg/ml. The initial result was released to a doctor. The patient had a point of care troponin test performed with a negative result, a specific result not provided. The original patient sample was then retested and a troponin t hs stat result of 3.06 pg/ml was obtained. The troponin t hs stat result of 3.06 pg/ml was deemed to be correct. The patient was already admitted to the emergency department and there was no change in treatment to the patient based on the initial troponin t hs stat result. The troponin t hs stat reagent lot was 305646 with an expiration date that was not provided. A field engineering specialist checked the instrument and found it to be working within specifications. The investigation determined that based on acceptable qc and calibration results a generic reagent issue was not evident. The laboratory environmental conditions (temperature and humidity) at the time of initial and the retesting of the original sample were within specifications. Performance testing was carried out on the analyzer with acceptable results. The investigation was unable to find a definitive root cause.